Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and alarm 30 issue was verified, but the minimum fill issue could not be verified.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.